Event description:
The customer observed falsely decreased sodium results generated on the architect c4000 processing module for a patient. The following data was provided (customer¿s reference range: 137-147 mmol/l): sample ID (B)(6) sodium initial result = 117.0 mmol/l, repeat result = 136.8 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Initial phone: (B)(6).

Manufacturer narrative:
Additional information section h4: device mfg date. The complaint investigation for falsely depressed sodium and chloride results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. A review of tracking and trending for the architect ict sample diluent did not identify any trends. The sample appeared to have lipemia and hemolysis indicating the sample was the issue and not the assay. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the architect ict sample diluent was identified.correction section d10: concomitant product.